Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, stent migration was managed without complications, and the fistula was successfully occluded.

Event description:
Received an study titled "stent migration during endovascular treatment of traumatic arteriovenous fistula following lumbar spine surgery." The study was to evaluate endovascular treatment of an arteriovenous fistula involving the right common iliac artery and the left common iliac vein in a patient who had previously undergone lumbar spine disc surgery. Per the study malfunctions included malapposition and migration.